Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon evaluation the battery charger was resetting and unable to charge. The cause for the failure was isolated to recessed pins in the power unit connector. The root cause for the recessed pins was unable to be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was resetting.